Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a large air bubble in the luer lock and would not move after attempting to prime it out. No air bubbles were observed in patient line. Blood glucose was not impacted.